Event description:
Pt hospitalized for hyperglycemia. Pt changed infusion set and site on 11/27 and started vomiting on 11/29 at 11 p.m.; blood glucose running very high. Blood glucose still high on 11/30 at 6 a.m. Disconnected infusion set, noticed no flow of insulin through infusion set. After changing infusion set, insulin flow resumed. Blood glucose still high, went to hosp for treatment. Rec'd IV insulin at hosp. Pt went back to using same insulin pump, working fine and blood glucose is normal. Released wearing insulin pump.